Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center; event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had automatic filling error occurred. There was no patient harm or injury reported.